Event description:
The reporter indicated that a 12.1mm vicmo12.1, -10.5 diopter, implantable collamer lens was implanted on (B)(6) 2023 in patient's right eye (od). On (B)(6) 2023 the lens was explanted due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).